Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that there was issue with disk bay board of ippc frontal channel. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and the procedure was completed by restarting the system. A philips remote service engineer (rse) examined the system onsite and confirmed that the secondary live output was not coming. During troubleshooting, the rse found an issue with the ippc. Review of the system log file show there was possible malfunctioning grabbercard in flexvision pc or bad videoconnection. A philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon further troubleshooting, the fse identified that the issue was with the display card. The fse reset the card and system. After that, the system returned to use in good working order. The codes were updated based on the investigation outcome.